Manufacturer narrative:
The insulin pump received no button response due to flattened button dome switch). Analysis was unable to verify excessive no delivery alarm due to unresponsive button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 30 mmol/l. Mother treated for the high blood glucose with manual injections. She states the no delivery alarms are reoccurring. Mother state the customer was taken to the hospital on (B)(6) 2013 with blood glucose between 35 and 37 mmol/l. Mother called back and states the buttons on the pump were unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.